Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer stated she was having higher blood glucose levels and wanted help setting the basal rates higher or lower. She had some high blood glucose levels overnight and her doctor set the insulin pump higher. Her current blood glucose level was 175 mg/dl. She treated it with a bolus delivery from the insulin pump. During trouble shooting, it was discovered that the drive support cap was flush. Customer also reported there was some cosmetic damage to the insulin pump. Nothing further was reported.